Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed for failed battery test. Customer also reported that insulin pump alarmed no delivery and insulin delivery was stopped. Customer¿s blood glucose was under 200 mg/dl at time of incident. Their current blood glucose was 256mg/dl. Troubleshooting was performed. They received a failed battery test, they will be sent a replacement battery cap. The insulin pump will not be returned for analysis.